Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a urology drain bag. Customer reports that the urine is backing up in the tubing and is not draining into the bag. The customer further reports that a pt had increased blood pressure as a result and required an additional amount of blood pressure medication to be administered; however, they do not know the name of the medication. The pt status is fine.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.